Event description:
The customer reported to olympus, the colonovideoscope had a small white spot on the screen. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the air/water tube, the jet tube both had remains of white foreign material, and the air/water cylinder had foreign objects. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional non-reportable findings were as follows: the air/water had no color, suction cylinder had no color, switch 1 had a scratch, due to a cut on heat shrinking tube of forceps elevator lever, the expected insulation capacity cannot be obtained, switch flexible printed circuit had corrosion due to water leakage, outside shield unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, scope connector case unit had corrosion due to water leakage, plug unit had corrosion due to water leakage, micro connector unit in suction connector had corrosion due to water leakage, due to a scratch on probe cover, insulation resistance value at distal end did not meet the standard value, due to damage on the charged coupled device unit, the image had white dots, due to wear of angle wire, bending angle in right direction did not meet the standard value, image guide protector had a cut, objective lens had a crack, light guide lens had a crack, bending tube was deformed, connecting tube was snaking, connecting tube had a scratch, due to clogging of jet tube in control unit, water cannot be supplied, universal cord had a scratch and universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing of the endoscope. Olympus will continue to monitor field performance for this device.